Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the following the device technologies product complaints coordinator and obtained the following information: the mega suturecut needle driver instrument was inspected prior to use and no damage or anything out of the ordinary was observed. The issue occurred while suturing and the instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips or left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist. There were not any cables visibly protruding from the distal end of the instrument. No photographic images of the device(s) or a video recording of the procedure were available for isi review.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the mega suturecut needle driver had a snapped wire. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.